Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 190 to 200 mg/dl. Customer feels well and observed on symptoms. Medical intervention is not required at this time. Back to back blood test during call declined. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 04/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:560mg/dl (B)(6) 2015 04:48:00 pm. Memory 2:560mg/dl (B)(6) 2015 04:46:00 pm. Memory 3:177mg/dl (B)(6) 2015 06:30:00 am. Memory 4:204mg/dl (B)(6) 2015 07:11:00 pm. Memory 5:370mg/dl (B)(6) 2015 09:58:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.